Event description:
The patient had two leads from the same lot number. It was reported the patient was not receiving adequate paresthesia on her right side, the left side therapy was also compromised. Diagnostic testing revealed the patient's leads had invalid impedance on six contacts. The pt was to follow-up with her physician.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.